Event description:
It was reported the patient expired. The cause of death was unrelated to the implanted system. The patient had a terminal illness; disseminated mesenchymal sarcoma in just about every bone in his body (mets to bone, marrow, lungs, liver etc.) He was last seen in the clinic in 2008.